Event description:
It was reported that a patient underwent a laparoscopic combined exploration surgery on (B)(6) 2026 and suture was used. During the procedure, the patient was admitted to the hospital due to "progressive worsening of dysmenorrhea for more than 3 years". B-ultrasound suggested that adenomyosis combined with adenomyosis was not removed, and surgery was performed on the (B)(6) day after admission. The surgeon felt a strong resistance when using a needle to suture subcutaneous tissue, and found that the middle part of the needle was bent. During the replacement process, a broken surface was found at the tip of the needle. After examination of the surgical table cloth and gauze block, no broken residue was found. The patient was sent to the radiology department for x-ray examination, but no broken residue was found in the patient's body. A new needle was replaced to continue the surgery, which led to an extension of the surgery time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - was there any additional tissue damage as a result of searching for the needle piece? - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - did this event contribute to any patient adverse event? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.